Event description:
Healthcare professional reported left side breast asymmetry. Intracapsular rupture of the left implant with single small areas of silicone fragmentation and signs of minimal capsulitis diagnosed via MRI. Suspicion of a violation of the integrity of the front surface of implant and small cysts diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ cyst(s): unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.1., h.6.

Event description:
Healthcare professional reported left side breast asymmetry. Intracapsular rupture of the left implant with single small areas of silicone fragmentation and signs of minimal capsulitis diagnosed via MRI. Suspicion of a violation of the integrity of the front surface of implant and small cysts diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.